Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date, post-op, the patient suffered damage. The patient had cervical degenerative disc disorders at cervical 5-6-7 level, spinal cord degenerative disc and lumbar. Patient complications were reported.